Event description:
The water hub for the humidifying system of my CPAP machine has developed a brownish stain that has been increasing its size. I started noticing this within the last 8 weeks. At first the stain was very small (about 3 millimeters approx.) Located at bottom side of metal plate of water hub, between plastic and metal plate edge. I noticed that that stain has gone into the other size and becoming larger also located at edge of metal plate. I called the adapt health customer line (phone number 1-877-224-1067) and they will be replacing as a one time warranty covered episode. I have been using device according to manufacturer directions (cleaning and using exclusively with distilled) water. The customer support stated: a) first case she heard of happening to a customer (I offered picture, she did not offer to receive them nor provide where to send them)b) she did not know potential cause or health risk potential of this issue c) device water hub replacement will arrive in 7-10 days and stated that I need to continue using my device as is.